Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was a participant in a clinical study for intractable chronic migraines (off-label). It was reported the pt's therapy system was explanted on an unknown date due to lack of efficacy. The pt has since been hospitalized for his migraine condition.